Event description:
It was reported that the burr became stuck in the lesion and vessel perforation occurred. The 3mm x 10mm vessel, 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the 1.50mm rotaburr failed to pass through a non bsc guide catheter. A 7fr guidezilla ii was then used; however, the burr still could not pass. The physician's comment for the difficulty advancing was due to the tortuosity of the lesion. Ablation was then performed to treat the lesion area. The set rotational speed was at 230,000rpm for 20 times with 220,000rpm for each ablation for 30 seconds each. However, it was noted that the burr became stuck in the lesion. The physician's comment of the burr being stuck was due to the tortuosity of the lesion. The 1.50mm rotaburr was removed from the patient's body by rotating in dynaglide mode and pulling the whole system. After returning the burr inside the non bsc guiding catheter, the 1.5mm rotaburr was delivered in to the lesion again; however, vascular perforation occurred in the left main coronary artery. At the course of the procedure, the rotawire became fractured. The physician's comment regarding the possible cause of the wire fracture was due to the rotawire being pulled forcibly when the stuck occurred. There was also possibility that the rotational burr came into contact with the spring tip of the rotawire. . The fractured part of the rotawire remained in the lmt to proximal of rca and was apposed to the vessel wall with a stent graft. Hemostasis was then performed and the procedure was ended. The patient's condition post procedure was good and the patient will be discharged from the hospital soon.